Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the actual device and two photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that there was a separation between the tubing and the third y-site clearlink in the upstream part. Visual inspection of the returned sample also showed a separation between the tubing and the third y-site clearlink in the upstream part. It was also noted that there were marks on the tubing where there was a lack of solvent at the tubing. The insertion of the tubing into the third y-site clearlink was not according to specification. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system extension set separated from the y-site. This occurred during infusion set-up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.